Event description:
It was reported that a guide wire break occurred. The target lesion was located in the calcified distal left anterior descending artery. A 182 pt graphix¿ guide wire was advanced into a small septal branch through an unspecified previously implanted stent; however when the wire was pulled back from the septal branch, it fractured. A snare was advanced to retrieve the fractured wire; however, upon putting the snare, the wire fractured again and a piece of the wire went down to the mid lad. The physician was able to snare the piece of wire in the mid lad, but failed to reach the portion of the wire in the septal branch so he decided to leave that piece in the septal branch. The procedure was completed using a different device. Angioplasty was performed in the mid to distal lad using a 2.00mm x 8mm emerge balloon catheter. A 2.25mm x 12mm promus premier stent was deployed and was post dilated with an unspecified balloon catheter. No patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).